Event description:
Caller reported connector pins 3, 4, and 5 were blackened while using the inform system. Manufacturer's investigation unit confirmed melting and burning of pins 3 - 5. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.